Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the long45a device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the device was used during a gastric bypass. The device fired and after the fourth or fifth firing, the staples looked funny. Some staples fell out of the staple line. The surgeon stated that "by sound and by feel, he could tell it did not fire properly. The staples were intact, but the cut line looked like "chopped meat". Another device was used to complete the case. There was no adverse consequence to the patient.